Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient has been experiencing hiccups and the patient's mom is questioning if the vns could be the cause. The patient was prescribed medication, but the hiccups have not stopped. It was also reported that the patient's battery has reached neos (near end of service)=yes and this is likely the cause for the patient's breakthrough seizures. The patient has since been referred for a battery replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently left out relevant information. D6b if explanted, give date corrected data: initial report inadvertently did not list the explant date. H6 adverse event problem, corrected data: initial report inadvertently did not code f1905.

Event description:
Implant card received noting that the patient underwent a prophylactic battery replacement. The explanted generator has not been received by product analysis to date. Additional information received noting that the cause of the hiccups is unknown, and no intervention has been taken/planned. The increase in seizures were noted to be below pre-vns baselines levels.